Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use red foreign matter was discovered on needle with a bd needle 18x1-1/2 sb. The following information was provided by the initial reporter: it was reported that needle was contaminated with a red substance.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that before use red foreign matter was discovered on needle with a bd needle 18x1-1/2 sb. The following information was provided by the initial reporter: it was reported that needle was contaminated with a red substance.